Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA: 010215.

Manufacturer narrative:
(B)(6). (B)(4). Device evaluation: the product was received in a little jar with liquid. Visual inspection with the unaided eye shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search of complaints history revealed that no similar complaints were received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a tecnis multifocal intraocular lens (iol), model zlb00 26.0 diopter was explanted from a patient¿s left eye (os) due to hyperopia, discomfort and patient¿s dissatisfaction. The replacement lens was the same model with +27.5 diopter. It was indicated that the patient had bilateral lens implants. The patient had no issues with the zxr00 symfony lens which was implanted in the patient¿s right eye (od) on (B)(6) 2019. Patient visual acuity before surgery: left eye (os): 0.2, right eye (od): 0.2, patient outcome (visual acuity) after surgery: left eye (os): 0.6(0.9), (sphere _1.50/ cylinder -0.5/axis 40), right eye (od) 0.6(0.9) (sphere 0/ cylinder -0.5/axis 10). No additional information provided.